Manufacturer narrative:
(B)(4). Leakage at luer connection. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305916, batch#: 4061656. It was reported by customer that, while needle injected into client, some of the vaccine leaked out between syringe and needle. Rcc received a complaint via email. Incident or problem information: ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): on (B)(6) 2025. Site name/location: (B)(6). Level of harm: no apparent harm - reached the patient/person. Ahs optional report to cmdsnet (health canada): incident details: client into clinic for #2/2 influenza vaccine. Needle injected into client left vastus lateralis and vaccine injected, some of the vaccine leaked out between syringe and needle. Device information: device name/description: syringe luer lock tip 3ml / needle hypodermic safety 25ga x 1 in manufacturer: becton dickinson canada inc, manufacturer code/model: 309657 / 305916, serial or lot number: (B)(6) / 4061656, supplier: (B)(6), supplier catalogue number: 308-309657 / 308-305916, was the device retained? No.